Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt)/ventricular fibrillation (vf) post premature ventricular contractions (pvc), causing short-long sequences and pauses due to the device's managed ventricular pacing (mvp) mode. The health care professional (hcp) expressed concern that the mvp is pro-arrhythmic for this patient. The implantable cardioverter defibrillator (ICD) was reprogrammed to dual chamber mode. No further patient complications have been reported as a result of this event.